Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, after obtaining the post-stent ivus image, the tip of the ivus catheter broke while exiting the patient's body. The broken tip could not be removed and remained in the distal artery. The procedure was completed, and the patient was reported to be stable.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed that the sheath was kinked, and the imaging core and imaging window were twisted. The tip was detached but was not returned for analysis. It was noted that at the end of the imaging window, where the detachment occurred, twisting forces were observed instead of tensile forces. The twist of the imaging core was observed outside the imaging window (the imaging window was perforated).

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, after obtaining the post-stent ivus image, the tip of the ivus catheter broke while exiting the patient's body. The broken tip could not be removed and remained in the distal artery. The procedure was completed, and the patient was reported to be stable.

Manufacturer narrative:
H6 component codes: corrected. H6 evaluation result codes: corrected. The device was returned for analysis. Visual and microscope inspections revealed that the sheath was kinked, and the imaging core and imaging window were twisted. The tip was detached but was not returned for analysis. It was noted that at the end of the imaging window, where the detachment occurred, twisting forces were observed instead of tensile forces. The twist of the imaging core was observed outside the imaging window (the imaging window was perforated). The distal section of the imaging window (with the tip) was found detached and was not returned for analysis.

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, after obtaining the post-stent ivus image, the tip of the ivus catheter broke while exiting the patient's body. The broken tip could not be removed and remained in the distal artery. The procedure was completed, and the patient was reported to be stable.